Event description:
The customer contacted stryker to report that their device does not turn on when you press the power button. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate or verify the reported issue. Stryker replaced the device's main keypad as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.